Event description:
A distributor in france reported that a pump failed to start despite being connected for more than two hours with different cables. There was no reported impact on the customer¿s blood glucose level. The device is scheduled to be returned, and a replacement pump with a new serial number was provided.